Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("irregularities heavy duplicate and painful menstrual cycles, vaginal bacterial infections, red painful sores starting from my neck to my buttocks that left very dark scars, and more") in a 53 year-old female patient who had essure inserted (lot no. 20224430) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced menometrorrhagia (seriousness criterion intervention required), dysmenorrhoea ("painful menstrual cycles"), bacterial vulvovaginitis ("vaginal bacterial infections") and skin ulcer ("red painful sores starting from my neck to my buttocks that left very dark scars"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to menometrorrhagia, dysmenorrhoea, bacterial vulvovaginitis or skin ulcer. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("irregularities heavy duplicate and painful menstrual cycles, vaginal bacterial infections, red painful sores starting from my neck to my buttocks that left very dark scars, and more") in a 53 year-old female patient who had essure inserted (lot no. 20224430) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced menometrorrhagia (seriousness criterion intervention required), dysmenorrhoea ("painful menstrual cycles"), bacterial vulvovaginitis ("vaginal bacterial infections") and skin ulcer ("red painful sores starting from my neck to my buttocks that left very dark scars"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to menometrorrhagia, dysmenorrhoea, bacterial vulvovaginitis or skin ulcer. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review this case was found to be duplicate of case (B)(4). Therefore all information events , source documents, references has been transferred to retention case & this case needs to mark for deletion from argus database. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.